Event description:
I have been diagnosed with a severe allergy to polyethylene glycol. This substance is used in countless products, making its avoidance extremely difficult. I have experienced several episodes of anaphylactic shock requiring emergency room care due to exposure. As it is, my belief, considered a harmless inactive ingredient, it falls outside the scope of mandated labeling. The substance is certainly not harmless to me. What is required to move this substance from classification of a harmless inactive ingredient to one requiring its inclusion on product ingredient labels? This substance in foods, medicine, medical devices, lubricants, cosmetics, cape cigarettes, gel strips on disposable razors, toothpaste, shampoos, colonoscopy preparations, etc. Manufacturer/compounder: (B)(4).